Manufacturer narrative:
The cause of the reported event could not be determined at this time. Investigation is still ongoing and when additional information becomes available, this report will be updated accordingly.

Event description:
Olympus was informed that during a therapeutic procedure the nurse was not able to assemble the thunder beat device properly and the nurse burned her finger during usage of the device. The intended procedure was completed using a different device. The incident involved the or night staff nursing team and ob-gyn resident. Thunder beat is not often used during off shifts, therefore, the customer site cannot verify if the assembly and probe check were done as per the guidelines. The reported incident occurred at the beginning of the case during the probe check. According to the usg-400 generator error log, the users attempted probe check without pressing the "probe check" button on the first thunderbeat device. On the second thunderbeat device, one nurse pressed the "probe check" button, however, the sequence of assembly and checking the instrument were not clear. Furthermore, since there was smoke, everything suggests that the jaw of the forceps was closed during this operation and that the probe burned the upper jaw, releasing a heat that could exceed 150 degrees celsius. This led us to believe that the nurse may have touched the jaw of the forceps during the activation or just after, causing the burn.

Manufacturer narrative:
This report is being updated to report additional information provided by the customer. New information was reported in b5.

Event description:
Additional information provided by the customer: the nurse sustained a second degree burn. The health status of the nurse who was burned is good health then and presently. The medical intervention taken to treat the nurse's burn was flamazine cream and bandage.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's investigation. The exact cause of the reported event could not conclusively determined. However based on the past investigation results, there is a possibility the heated device touched the finger of the nurse right after activation, causing the reported phenomenon. The device instructions for use stated "use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient. The grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue." A review of the DHR did not find any anomaly during the manufacturing of the subject device.